Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer transferred the patient to another device to complete the surgery. The felid service engineer(fse) went onsite and analyzed system logfiles. The analysis of log file identified 24v/5v power was missing. Upon troubleshooting fse identified that dcps(direct current power supply) was defective and advised the customer to replace the dcps. There was no further service performed from philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.